Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely. Review of the transmission revealed that an alert was initiated, but a message was received, which stated "no reports available." It was determined that the cause of this message was erroneous numbers. Upon interrogation of the implantable cardioverter defibrillator, a pop-up dialog box was received, noting "device parameter reset occurred" and "erroneous MRI parameter values were detected." Programming changes were made to resolve the issue. The patient was in stable condition.